Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: --06.50. Lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -06.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The patient experienced excessive vault, pupil ovalization. The physician solved the pupil ovalization by rotation of the lens to vertical meridian and enlargement of pi. Lens remains implanted. See MFR# 2023826-2015-01076 for right eye.